Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon, hub and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, 12mm from the tip. Microscopic inspection of the markerband and tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during dilatation, the balloon ruptured. The procedure was then completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.